Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 5. Details of surgery: sinus augmentation. On (B)(6). Loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, swelling, hypersensitivity, abscess and inflammation. No further patient complications were reported.